Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure with no recorded injuries. The following information was provided by the initial reporter. The customer stated: it was reported that safety device broke off of the needle. The first issue I had was when I finished drawing the patient's blood with a 21g straight needle, I went to close the safety tip and it completely broke off the needle which left me with a straight needle still in the blood tube and an exposed needle on the other end. I was able to get it out of the tube without sticking myself, but that was a scary situation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure with no recorded injuries. The following information was provided by the initial reporter. The customer stated: it was reported that safety device broke off of the needle. The first issue I had was when I finished drawing the patient's blood with a 21g straight needle, I went to close the safety tip and it completely broke off the needle which left me with a straight needle still in the blood tube and an exposed needle on the other end. I was able to get it out of the tube without sticking myself, but that was a scary situation.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d.4. Medical device lot #: 0171603. D.4. Medical device expiration date: 2025-01-31. H.4. Device manufacture date: 2020-02-06. H.6. Investigation summary : bd received 275 samples from lot 0037774 for investigation. Twenty (20) of the samples were randomly selected and evaluated by functional testing for eclipse shield activation and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples of each reported lot number from bd inventory were evaluated by functional testing for eclipse shield activation and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."